Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2018. Device evaluation summary: it was reported that a (B)(6) year old female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered and area of missing material measuring approximately 1.1 x 1.2 cm on the anterior aspect. Also, creases on both views of the device were noted. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis. The final fill volume of the left prosthesis was 390ccs, and the final fill volume of the right prosthesis was 425ccs. The patient suspected left sided deflation on (B)(6) 2018, however, on (B)(6) 2018 mentor received information that prothesis was not deflated. On (B)(6) 2018, mentor was informed that the patient was diagnosed with deflation after consulting with a physician. As a result, an explant was performed on (B)(6) 2018. The left prosthesis was replaced with a mentor smooth round moderate plus profile 475cc saline prosthesis, and the right side was replaced with a mentor smooth round moderate plus profile 500cc saline prosthesis.